Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient was advised to check the smart device settings and reboot the smart device. The issue was resolved as the patient indicated that the issue of loss of connections was no longer present. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/19/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.